Event description:
Customer's mother reported via phone, customer was experienced high blood glucose in the 300 mg/dl range. Customer's mother stated issues might be due to air bubble in the reservoir. She confirmed they are filling the reservoir with insulin that is at room temperature. Customer's mother declined troubleshooting but was advised to call in when issues occurred. Customer's mother also mentioned customer's health care team had done recent changes to the device and was doing better. The reservoir is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.